Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the device had cuts and holes throughout the cord, loose connector body and failed cutter lock. It was determined that the cuts and holes on the cord were from allowing the cord to come in contact with a sharp object. It was determined that the connector body was loose because of loctite deterioration. It was determined that the cutter lock failed most likely because the locking mechanism was damaged. It was determined that the device showed signs of damage caused by the sterilization process or immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from chile that the motor device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.